Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter reported obtaining blood glucose results of "hi (above 600 mg/dl) and 254 mg/dl" with the subject meter; the tests performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.